Manufacturer narrative:
A review of the session records by technical support and abbott engineering was performed, and revealed the device was performing as expected based on programming. The results of the investigation are inconclusive as the device is not returning for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, episodes of oversensing were observed on the device. Technical support was contacted, and recommended reprogramming to resolved the event. No intervention was performed at this time. The patient was stable and will continue to be monitored.